Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the s5 double head pump became brighter until the data could no longer be seen. This event occurred during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the touch screen with a new led touch screen. A subsequent functional check and trial run found no further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the s5 double head pump became brighter until the data could no longer be seen. This event occurred during priming. There was no patient involvement.